Event description:
After injecting contrast in from a 500cc bottle it was noted that in the contrast and in the contrast spike that contrast spike had formed white particulates.a 125ml contrast bottle was then spiked and was used for one procedure. (New spike and new bottle were utilized) the same white particulates were also seen.====================== health professional's impression======================not applicable